Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that implant movement/shift and device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. A follow up review was performed, and the closure device appeared to be sideways in the appendage. At this time on computed tomography (CT) scan it appears to be a 1.9-5.3mm leak. No further information was provided.